Event description:
When retracting the ets from the pt the tip became disconnected while in the body. The surgery was prolonged for four hours while the anesthesiologist dislodged the tip from the pt's nasal pharynz. The surgeon reported that the pt is fine.